Event description:
It was reported that after completion of an uneventful ion endobronchial lung biopsy procedure, a pneumothorax was identified on x-ray while the patient was in recovery. As a result, the pneumothorax was aspirated. The clinician claimed that the pneumothorax was caused by the biopsies although no system malfunctions were observed. The clinician was not sure which biopsy tool or biopsy pass may have been involved with the post-procedure complication. Two follow-up x-rays showed that the pneumothorax resolved. On (B)(6) 2020, the clinician provided the following additional information regarding the reported event: the pneumothorax was "moderate to large" and was discovered via a post-procedure chest x-ray. The patient did not have symptoms and was never unstable. As a result of the pneumothorax, 400 ccs were removed via draining with thoracentesis. There was no re-accumulation on a follow-up chest x-ray. The patient was re-presented that night and was admitted for shortness of breath (sob) and pleuritic chest pain. A repeat chest x-ray did not show worsening pneumothorax and the patient was discharged the next morning.

Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted by a intuitive surgical, inc. (Isi) senior failure analysis engineer. The investigation revealed there were no related system errors to have occurred during the ion lung biopsy procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a moderate to large pneumothorax. As a result, the pneumothorax was aspirated. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.